Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridge. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding this event.